Event description:
It was reported that "event related to arterial line placement: three arterial lines had to be requested because two of them came with bent guides and it was not possible to perform the procedure." This was found prior to use. Associated MDR number include: 3006425876-2026-00112 and 3006425876-2026-00113.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "event related to arterial line placement: three arterial lines had to be requested because two of them came with bent guides and it was not possible to perform the procedure." This was found prior to use. Associated MDR number include: 3006425876-2026-00112.